Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 53 mg/dl. The cause was unknown. Bg was addressed with orange juice and a pop tart. Recommendation was made by tandem technical support to consult healthcare provider.

Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and continuous glucose monitor was not in use on (B)(6)2019. User made bolus requests by entering units of insulin to be delivered without entering current bg or carbohydrate gram values, and while still having insulin on board (iob). Cartridge change sequence was completed at (B)(6)pm. On (B)(6)2019 and (B)(6)2019, user decreased total daily basal insulin from 23.2 units per day to 22.1 units per day. Complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.